Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with recurrent hypoglycemia after meal handling challenges, including a late lunch announcement with an outside insulin injection, subsequent overcorrections for lows, and a later breakfast with a usual announcement that preceded another low; no device alerts or alarms were reported, and oral carbohydrate treatments were used. Symptoms included hypoglycemia with fingerstick values reported as low as 49¿53 mg/dl, without loss of consciousness or other acute sequelae. Outcomes included transient impact requiring self-treatment with oral carbohydrates and temporary interruption of usual activities, with no hospitalization or professional medical intervention. Investigation included review of device data and user logs and provision of troubleshooting and education regarding meal announcements and hypoglycemia correction. Investigation of this case revealed user-related factors such as incorrect or delayed meal announcements and aggressive correction strategies that contributed to glycemic variability, while the device responded by increasing insulin delivery to address hyperglycemia as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices and low treatment strategy, and not a device malfunction.